Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the keypad anomaly. No moisture damage was found inside of the insulin pump. The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported that he could not enter his blood glucose reading because the numbers were scrolling nonstop. He reported a battery out limit alarm occurred after replacing the battery. Customer's blood glucose was 150 mg/dl. Customer also stated none of the keys on his keypad are responding. Customer could not recall any significant events leading to the issues. Customer is advised to disconnect from his insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.